Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were explanted. No patient complications have been reported as a result of this event.